Event description:
It was reported that the patient developed a hematoma in the device pocket. Patient was taken off plavix and scheduled for pocket revision. One week later, the hematoma was successfully evacuated and the pocket was revised. The patient was discharged home in stable condition the same day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.